Event description:
Reported by pt as port leak. "I went to my doctor for a fill, and the assistant said, I had a port leak. He filled me and I can hardly get down scrambled eggs.

Manufacturer narrative:
Taper type ii. The product associated with this report remains implanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."